Manufacturer narrative:
Event date is (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set leaked. This occurred during peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection and functional testing were performed. The visual inspection identified broken occluder feet. Leak testing and clamp function testing failed due to the broken occluder feet (which allowed a leak through the set). The reported issue was verified. The cause of the broken occluder feet was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.